Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /abdominal'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in a 32-year-old female patient who had essure (batch no. A66679,a64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anemia, uterine fibroid, polycystic ovary and uterine leiomyoma. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013 to (B)(6) 2014; for an unreported indication: vicodin. Concurrent conditions included obesity, pain in upper extremities and sciatica. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic pain /abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("allergy: rash/skin condition/rashes"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("hips pain") and pain ("whole body pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), alopecia ("hair loss"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infections") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine/migraines / headaches"), headache ("headaches"), visual impairment ("vision problems"), gastrointestinal disorder ("gi conditions"), vitamin d deficiency ("vit d def"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression worsened") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, migraine, dysmenorrhoea, pain in extremity, arthralgia and pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the systemic lupus erythematosus, dyspareunia, rash, bladder disorder, urinary tract disorder, fatigue, headache, nausea, visual impairment, weight increased, gastrointestinal disorder, alopecia, vitamin d deficiency, blood iron decreased, tooth disorder, urinary tract infection, vulvovaginal mycotic infection, vaginal discharge and depression outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, blood iron decreased, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 242 lbs. Essure coil placement in right tubal ostia 1-2 trailing coils in right tubal ostia after essure coil placement and left tubal ostia without difficulty and 1 trailing coil was noted in uterine cavity. Lot number : ess305, a66679 right; ess305, a64629 left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubes were blocked. No opacification of right or left fallopian tubes and no free spill.. Imaging procedure - on an unknown date: essure confirmation test (unspecified) : results of confirm. Test: bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient's medical records: migraine, pelvic pain, menorrhagia. Lot number: a64629, manufacturing date: 2012-10, expiration date: 2015-10. Lot number: a66679, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /abdominal') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in a 32-year-old female patient who had essure (batch no. A66679,a64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anemia, uterine fibroid, polycystic ovary and uterine leiomyoma. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013 to (B)(6) 2014; for an unreported indication: vicodin. Concurrent conditions included obesity, pain in upper extremities, sciatica, adenomyosis, polycystic ovaries, anemia, uterine fibroid, ovarian cyst and ovarian enlargement. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pelvic pain /abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition/rashes"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("hips pain") and pain ("whole body pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), alopecia ("hair loss"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infections") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine/migraines / headaches"), headache ("headaches"), visual impairment ("vision problems"), gastrointestinal disorder ("gi conditions"), vitamin d deficiency ("vit d def"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression worsened") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, migraine, dysmenorrhoea, pain in extremity, arthralgia and pain was resolving, the genital haemorrhage, vaginal haemorrhage and heavy menstrual bleeding had resolved and the systemic lupus erythematosus, dyspareunia, dermatitis allergic, bladder disorder, urinary tract disorder, fatigue, headache, nausea, visual impairment, weight increased, gastrointestinal disorder, alopecia, vitamin d deficiency, blood iron decreased, tooth disorder, urinary tract infection, vulvovaginal mycotic infection, vaginal discharge and depression outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, blood iron decreased, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pain, pain in extremity, pelvic pain, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 242 lbs. Essure coil placement in right tubal ostia 1-2 trailing coils in right tubal ostia after essure coil placement and left tubal ostia without difficulty and 1 trailing coil was noted in uterine cavity. Lot number : ess305, a66679 right. Ess305, a64629 left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubes were blocked. No opacification of right or left fallopian tubes and no free spill.. Imaging procedure - on an unknown date: essure confirmation test (unspecified) : results of confirm. Test: bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient's medical records: migraine, pelvic pain, menorrhagia, systemic lupus erythematosus lot number: a64629 manufacturing date: 2012-10 expiration date: 2015-10. Lot number: a66679 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information, medical history, auto narrative supplement were added. Real fu was received and there was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /abdominal') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in a 32-year-old female patient who had essure (batch no: a66679, a64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anemia, uterine fibroid, polycystic ovary and uterine leiomyoma. Previously administered products included for prevent pregnancy: depo provera from on (B)(6) 2013 to on (B)(6) 2014; for an unreported indication: vicodin. Concurrent conditions included obesity, pain in upper extremities, sciatica, adenomyosis, polycystic ovaries, anemia, uterine fibroid, ovarian cyst and ovarian enlargement. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pelvic pain /abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition/rashes"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("hips pain") and pain ("whole body pain"). On (B)(6) 2015, the patient experienced nausea ("nausea"), alopecia ("hair loss"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infections") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine/migraines / headaches"), headache ("headaches"), visual impairment ("vision problems"), gastrointestinal disorder ("gi conditions"), vitamin d deficiency ("vit d def"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression worsened") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, migraine, dysmenorrhoea, pain in extremity, arthralgia and pain was resolving, the genital haemorrhage, vaginal haemorrhage and heavy menstrual bleeding had resolved and the systemic lupus erythematosus, dyspareunia, dermatitis allergic, bladder disorder, urinary tract disorder, fatigue, headache, nausea, visual impairment, weight increased, gastrointestinal disorder, alopecia, vitamin d deficiency, blood iron decreased, tooth disorder, urinary tract infection, vulvovaginal mycotic infection, vaginal discharge and depression outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, blood iron decreased, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pain, pain in extremity, pelvic pain, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 242 lbs. Essure coil placement in right tubal ostia 1-2 trailing coils in right tubal ostia after essure coil placement and left tubal ostia without difficulty and 1 trailing coil was noted in uterine cavity. Lot number : ess305, a66679 right, ess305, a64629 left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Tubes were blocked. No opacification of right or left fallopian tubes and no free spill. Imaging procedure: on an unknown date: essure confirmation test (unspecified) : results of confirm. Test: bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient's medical records: migraine, pelvic pain, menorrhagia, systemic lupus erythematosus lot number: a64629, manufacturing date: 2012-10, expiration date: 2015-10. Lot number: a66679, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / abdominal'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in a (B)(6) year-old female patient who had essure (batch no. A66679, a64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, anemia, uterine fibroid, polycystic ovary and uterine leiomyoma. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013 to (B)(6) 2014; for an unreported indication: vicodin. Concurrent conditions included obesity, pain in upper extremities and sciatica. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic pain /abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("allergy: rash/ skin condition/ rashes"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("hips pain") and pain ("whole body pain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), alopecia ("hair loss"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infections") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine/ migraines / headaches"), headache ("headaches"), visual impairment ("vision problems"), gastrointestinal disorder ("gi conditions"), vitamin d deficiency ("vit d def"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression worsened") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, migraine, dysmenorrhoea, pain in extremity, arthralgia and pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the systemic lupus erythematosus, dyspareunia, rash, bladder disorder, urinary tract disorder, fatigue, headache, nausea, visual impairment, weight increased, gastrointestinal disorder, alopecia, vitamin d deficiency, blood iron decreased, tooth disorder, urinary tract infection, vulvovaginal mycotic infection, vaginal discharge and depression outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, blood iron decreased, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Essure coil placement in right tubal ostia 1-2 trailing coils in right tubal ostia after essure coil placement and left tubal ostia without difficulty and 1 trailing coil was noted in uterine cavity. Lot number : ess305, a66679 right, ess305, a64629 left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubes were blocked. No opacification of right or left fallopian tubes and no free spill. Imaging procedure - on an unknown date: essure confirmation test (unspecified): results of confirm. Test: bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient's medical records: migraine, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs & mr received - case becomes incident. Lot number and expiration date was added. New events abnormal bleeding (vaginal, menorrhagia), uti, yeast infections, dysmenorrhea (cramping), vaginal discharge, abnormal bleeding (general), depression worsened, leg pain, hips pain and whole body pain were added. Event onset date was added. The outcome of event migraine, pelvic pain and abdominal pain was updated from unknown to recovering. Event allergy: rash or skin condition was updated to rashes. Explant date was added. Medical history and lab data was added. Patient's height, weight and age were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.